Event description:
It was reported that a spectrum pump displayed the door not fully latched alarm. It wa also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to displaying door not fully latched alarms, when the door was closed. This was caused by a failed upper auxiliary assembly, which was replaced.